Event description:
Information received indicates the brake is not holding. The casters are locking but would still move from side to side.

Manufacturer narrative:
The technician found the brake casters were worn. He replaced the four casters to repair the stretcher.